Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the g5 mobile application had an interruption due to an operating system upgrade on the smart device. There was no report of injury or medical intervention. No additional patient or event information is available.